Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("bilateral complete perforation / incidental back x-ray revealed metal object (essure) in pelvis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (gravida 3), parity 3, c-section (3 deliveries through c-section), adhesion (a lot of adhesions, uterine findings after c-sections), laparotomy (laparoscopy converted in laparotomy), haemorrhagic ovarian cyst (hemorrhagic cyst in the right side 1.4 x 1.5cm), metrorrhagia, anemia iron deficiency and menorrhagia. Consumer had no ectopic pregnancies or abortions in the past. No previous gynecological interventions. No complaints immediately after insertion. Family history included diabetes (mother) and hypertension. In 2012, the patient had essure inserted. In 2016, the patient experienced back pain ("low back pain"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("occasional abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the back pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain and fallopian tube perforation with essure. The reporter commented: she had an incidental back x-ray ordered by primary hcp which revealed metal object (essure) in pelvis. Patient is asymptomatic. Both essure implants were in pelvis. Reporter was not present during insertion so she was not sure about insertion date or details or if perforation occurred before or after deployment. Last gynecologist could not perform laparoscopy (converted in laparotomy) due to her history of adhesions after her 3 c-sections, therefore essure was chosen as contraceptive method. No organ inta abdominal structure perforated. Patient would like to try to get the foreign body out of her pelvis. Advised for pre op and to return to schedule her surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: patient advised to trust essure after test x-ray - on (B)(6) 2017: lordotic curvature, 6 lumbar vert. Bodies; on an unknown date: metal object (essure) in pelvis (abnormal nos). On (B)(6) 2017: no abnormalities in vital signs. Bp: 106/70 - pulse 82. No abnormalities found on breasts, neck, abdomen, vulva, vagina, cervix, uterus, adnexa. Normal female exam with foreign body in her pelvis, essure noted on her back x-rays and with dense breast on right side. On (B)(6) 2017 - x-ray for lumbar pain - incidentally noted in essure fallopian tube occlusion device in the pelvis. Approx 6 lumbar vertebral bodies, otherwise normal lumbar spine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2017: perforation questionnaire and x-ray lumbar received. The (B)(6) patient's history, family history and bmi reported. Complete perforation of right and left tubes, essure in pelvis was diagnosed by x-ray. No organ or intra-abdominal structure was perforated. Patient has no symptoms. Doctor was unsure when the perforation occurred (before or after deployment). Essure was not removed yet. Patient has not recovered. Hysterosalpingogram had been performed and patient was told to rely on essure based on the result of the test. Events added ("lower back pain" and "occasional abdominal pain"). On 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and, approximately 5 years after insertion, experienced bilateral complete perforation / incidental back x-ray revealed metal object (essure) in pelvis (previously reported as "incidental back x-ray ordered by primary hcp revealed metal object (essure) in pelvis"). Upon receipt of further information, the physician stated that a surgery for essure removal was going to be scheduled. Fallopian tube perforation is anticipated in the reference safety information of essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the reporting physician was not the one who performed the insertion, so could not precise information regarding the procedure, but there were no complaints from the patient at that time. The perforation was diagnosed after 5 years. Although timing and mechanisms of the perforation are unknown, given the nature of the event and in the lack of alternative explanations, a causality of essure cannot be excluded (related). This case was classified as incident since a device removal will be required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded.